Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. A visual inspection showed a lens where the optic was cut in half, only one half of the lens was present. No optical deviations on the received optic part were found. Due to the heavily damaged lens, no further tests could be done. The intraocular lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Placeholder.

Event description:
It was reported that the intraocular lens did not load correctly and while being implanted the haptic did not unfold correctly. The lens was explanted and the incision was enlarged and suture used to close the incision. Another lens was implanted during the same procedure; it was reported that the patient was doing fine.